Manufacturer narrative:
All buttons were functioning properly during testing however, moisture damage to the keypad traces was found during the visual inspection. There were no unexpected numbers scrolling during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a missing end cap sticker, and a case cracked at the display window corner.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly. Customer's blood glucose was 349 mg/dl at the time of the incident. Customer stated that the numbers kept scrolling around when she pressed the up arrow button. Customer also stated that the buttons are sticking. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.